Manufacturer narrative:
Internal file number - (B)(4): evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed there was a broken tine on the collet. A review of the lot history record revealed no nonconforming reports related to broken collet tines. A review of the complaint handling database identified no similar events for this lot with the same failure mode. The root cause analysis concluded that the issue is within the expected low risk profile associated with a broken collet tine. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other clip delivery system is filed under a separate medwatch report number.

Event description:
This is filed to report that during preparation, the clip would not close. If this were to occur in the anatomy there is the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient had pre-existing bradycardia. The first clip (60714u104) was implanted without issue and the mr was reduced to 1-2. The gradient was noted at 3. The patient had taken all of the prescribed medication that morning, most of which were hindering the heart rate from rising. After the first clip was deployed, an attempt was made to get the patients heart rate up to accurately assess the true gradient. While waiting for the heart rate to rise, the second clip delivery system (cds 60714u105) was prepared for use. After preparation of the second cds, the heart rate had risen. The second clip was being closed to introduce into the clip introducer, but a pop was felt. The clip was re-opened, locked and attempted to be closed again, but the clip would not close. At this point, the gradient was checked again and noted to be 6. The second cds was not introduced into the anatomy and no further clips were attempted. One clip was implanted, reducing the mr to 1-2. The patient experienced no adverse effects due to the high gradient and was confirmed to be stable post-procedure. There was no clinically significant delay in the procedure. No additional information was provided.